Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility program manager (pm) reported a dialyzer blood leak at the beginning of a patient's hemodialysis (hd) patient. Blood test strips were used and tested positive for the presence of blood. Upon follow-up, the pm confirmed the blood leak was internal and occurred almost immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer fibers and in the red hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were three other complaints reported against the lot. One of the reported complaints is not associated with the current event. The other two complaints address internal blood leaks (no samples). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility program manager (pm) reported a dialyzer blood leak at the beginning of a patient's hemodialysis (hd) patient. Blood test strips were used and tested positive for the presence of blood. Upon follow-up, the pm confirmed the blood leak was internal and occurred almost immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer fibers and in the red hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.